Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the dr removed the delivery device, the capsule was still attached, but when the dr touched it, the capsule fell off into the pt's mouth. The pt was not injured following the procedure.